Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pr is for the first case on (B)(6) 2017 where patient had 52 cup implanted on left side dr. (B)(6) has concerns about cup placement from two mako tha cases that took place (B)(6) 2017. He had some concerns with the robots placement of the acetabular component. Mainly with its abduction angle. It was planned for 40 degrees and both cases were around 30 degrees at best according to his post op measurements.

Manufacturer narrative:
Reported event: an event regarding cup placement involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 242 found that the quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding incorrect version. There were other reported events ((B)(4)). Conclusion: planned and intra-operative cup inclination and version values during impaction were also confirmed in the session file. An analysis of the post-operative x-ray shows that the final cup placement is in less inclination than that reported by the system during impaction. A review of the acetabular registration shows that an insufficient amount of points were captured outside of the acetabular rim and were not sufficiently spread per recommended pattern. Based on this analysis, suboptimal pattern replication during pelvic registration is the likely root cause for the discrepancy between intra-op and post-op reported cup values. However, limited pelvic checkpoint verification during or after impaction does not rule out possible pelvic array movement prior to impaction. The data at this time shows all system verification values were within tolerance and the system operated as expected. No system defect or malfunction is suspected.

Event description:
This pr is for the first case on (B)(6) 2017 where patient had 52 cup implanted on left side dr. Mayer has concerns about cup placement from two mako tha cases that took place (B)(6) 2017. He had some concerns with the robots placement of the acetabular component. Mainly with its abduction angle. It was planned for 40 degrees and both cases were around 30 degrees at best according to his post op measurements.